Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a weak signal. Customer's blood glucose was 40 mg/dl. The customer ate candy. The customer was advised to continue sensing. The customer took sensor off due to our lost sensor troubleshoot. The customer was advised that the device communication has been re-established. The customer was advised to move cell phone away 12 inches.